Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that after the implant there was an endoleak, jetting out of the graft. This area was relined with another stent graft; however, the endoleak was still present. It was thought that the endoleak was coming from between the contralateral gate and the contralateral limb because they had not ballooned it well enough. This area was ballooned and the endoleak resolved. One of the limbs came into a very tight iliac, so it was somewhat pinched right at the bifurcation, so they ended up putting a peripheral stent just as a precautionary measure to make sure that it stayed open. There was no endoleak at the end of the procedure and the patient is fine. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: (B)(4) inherent risk of procedure (endoleak), (B)(4) (lack of information). Evaluation, conclusion: (B)(4) (lack of information).